Manufacturer narrative:
Expiration date is not applicable to the unit nor UDI. This product has been discontinued in the market. The name of the initial reporter was not provided nor e-mail address. A request for this information has been sent. The unit was evaluated and found to meet its performance specifications. This unit operates under 240v so model reflects 505 but catalog number is 50525. Model 505 have been marketed globally but was discontinued a few years ago as a product offering. Only servicing is provided for those that are in the market place as required. The unit requires use of a disposable. The unit should not cause a burn if used according to its instructions and that includes the use of disposables. Although the disposables are indicated for single use we have become aware that the disposable (blanket) may have been used more than once. The disposable was discarded and was not returned for evaluation. The cause of the burn is not known at this time. This complaint remains under investigation. End of report.

Event description:
A customer reported that female patient "a", age not specified, had liposuction surgery on (B)(6) 2017. Location of surgery was not specified. Post-op, the patient was warmed in a supine position. A 3m bair hugger¿ warming unit (model 505) and 3m bair hugger¿ full body warming blanket (model 30000) was used during this time. The temperature setting was on high, 43 degrees c. Duration of heating was not specified. Customer reported that the patient's temperature was checked during this time. Customer alleged that patient's medical doctor noticed a skin burn on the inside of thigh. The severity of the burn was not specified. A photo of the burn was provided which reflected breached skin and large burn. The patient was transferred to skin burn specialized hospital for treatment and skin grafting. Patient is currently under care at the burn specialized hospital. Further details regarding patient's medical treatment were not provided.